Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h.6 component code, additional codes added to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. There are extensive manufacturing mitigation in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of liner puncture was unable to be confirmed due to no imagery/device provided. An existing technical summary by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: - calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. - it is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. As such, available information suggests that patient factors (calcification) and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.

Event description:
Per medical records received, during a right transaxillary tavr procedure, the 23mm commander delivery system punctured through the 14fr esheath+ liner during insertion and vascular dissection occurred. A 14fr esheath+ was advanced into the access vessel without issue. During insertion of the commander delivery system, resistance was experienced in the middle of the sheath where there was calcium in the vessel. At approximately 50% insertion through the esheath+, the liner of the esheath+ "began to split", and the valve exited the esheath+. Using the delivery system balloon, the remaining seam on the esheath+ "was then dilated open to split the sheath along its entire length." The delivery system was then able to be advanced through the esheath+, and the 23mm sapien 3 ultra valve was successfully implanted. The devices were withdrawn, and the right axillary access site was closed. Post implant, a selective angiogram of the innominate artery showed restricted flow from a small dissection flap at the arteriotomy near the entry site. The arteriotomy was re-opened to repair the dissection flap with a mattress suture. A completion angiogram showed near normal flow to the arm. The patient was stable throughout the procedure. The patient was doing well post procedure. However, the hospital course was complicated by an acute left middle cerebral cerebrovascular attack post-procedure, worsening cyanosis thought to be due to thrombosis and respiratory failure. Post procedure there was concern for heparin induced thrombocytopenia (hit) and the patient was unable to be anticoagulated. The patient condition continued to deteriorate and the patient passed away on post operative day 11. Per the physician, the stroke was not due to the edwards devices; "the stroke was due to the patient having heparin-induced thrombocytopenia and very bad peripheral vascular disease." Therefore, the stroke and subsequent death are being disassociated from the edwards devices.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the hospital.